Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) indicated that there was no anomaly found. Conclusion code no longer applies to this event and result code no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional (hcp) via the manufacturer's representative reported that the patient fell and lost symptom relief. It was unknown what led to the event. The doctor did diagnostic testing in the office and was not able to connect to the battery. There was a battery replacement performed. The issue was resolved at the time of this report. The hcp had no further information. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.